Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® k2e 10.8mg plus blood collection tubes experienced underfill during use. The following information was provided by the initial reporter: the customer tried to take blood from the patient. When the blood didn¿t draw into the tube , he changed the tube twice again and yet the blood didn¿t draw out from the vein. The costumer tried for two more patient and since the same phenomena happened again. The costumer also mentioned that in the opened package there were also proper tubes with sufficient vacuum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® k2e 10.8mg plus blood collection tubes experienced underfill during use. The following information was provided by the initial reporter: the customer tried to take blood from the patient. When the blood didn¿t draw into the tube , he changed the tube twice again and yet the blood didn¿t draw out from the vein. The costumer tried for two more patient and since the same phenomena happened again. The costumer also mentioned that in the opened package there were also proper tubes with sufficient vacuum.